Event description:
It was reported, that during a da vinci-assisted benign hysterectomy surgical procedure, there was a non-recoverable fault on the e-100 generator. The customer tried to power cycle the e-100 generator, and it powered up normally. The non-recoverable error returned, when the reporter connected the vessel sealer extend (vse) instrument. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the reporter to remove the instrument from the e-100 generator, and power cycle by depressing the power button for three seconds. The customer power cycled the e-100 generator and the error continued. The customer was proceeding with the procedure using the erbe generator for vse energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, by the customer noting, there was a non-recoverable fault on the e-100 generator. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the non-recoverable faults and replaced the e-100 generator. The system was tested and ready for use. The e-100 generator was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system, and it failed. The power led turned red and bipolar led did not turn on. Could not cut/seal. The complaint regarding a non-recoverable fault on the e-100 generator was confirmed, based on failure analysis. Which indicates, that the device did contribute to the customer reported issue. Root cause is attributed to a component failure. This is considered a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure, due to a non-recoverable fault. The procedure was completed using an erbe generator. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. As it may lead to an injury, due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in this sections was either unknown, unavailable, not provided, or not applicable. The expiration date for this section is not applicable. Field d6 is blank, because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank, because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.